Event description:
It was reported by the customer that the bd facscanto¿ ii needed a new waste tank sensor and was leaking. Verbatim: "as reported 1: fluidic - leak'. The following information was provided by the initial reporter: was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Fluidic. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) spray - little bubbling of waste fluidic. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) waste liquid, non biohazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) Mixed with bleach. When did the bleach get introduced? Was the leakage mixed with bleach prior to leakage, or during cleanup? "The leaking liquid was mixed with bleach during cleaning."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd facscanto¿ ii needed a new waste tank sensor and was leaking. Verbatim: "as reported 1: fluidic - leak '. The following information was provided by the initial reporter: 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Fluidic. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) spray - little bubbling of waste fluidic. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) waste liquid, non biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) Mixed with bleach. When did the bleach get introduced? Was the leakage mixed with bleach prior to leakage, or during cleanup? "The leaking liquid was mixed with bleach during cleaning."

Manufacturer narrative:
H.6 investigation summary:the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn waste tank sensor. The customer had initially reported that they found the waste tank sensor to be broken. Although the customer still had a sensor in stock, they still requested for a new sensor. Once the new waste tank sensor (pn 338978) arrived onsite, the customer was able to replace the sensor with no issue and there were no further reports of leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although there was a spray of fluid outside of the instrument, the customer confirmed that the leakage was of waste mixed with bleach and was thus was not a biohazard risk. Additionally, the spray did not come in contact with the customer and they were not harmed in any way. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level.